Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is showing a decrease in performance.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted but will not be made available for investigation. This is a final report.

Event description:
The patient showed a decrease in performance. The patient was explanted on (B)(6) 2016 and re-implanted in the contralateral ear. The explanted device is not available for investigation.